Event description:
It was reported that pump had error code 45169. The event occurred during testing. During investigation found the error code 45169 which was confirmed in event logs. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
The device was initially received with a complaint that the pump displayed error code 45169 during testing. Upon investigation, a defective cpu (central processing unit) pwa (printed wiring assembly) was identified, making the event reportable. The event log and alarm history could not be reviewed because the device could not be initiated into application mode. A 12-month service history was available. Visual and functional testing were conducted. During visual inspection, a dented uso (upstream occlusion) seal was observed. During functional testing, the unit failed the battery fallout test, and the battery fallout alarm produced only a single tone. The probable root cause was identified as a defective pwa, which was replaced; however, the issue persisted. The device has therefore been placed on hold.